Event description:
Report received of patient experiencing episodes of "withdrawal." Follow up with hcp of record revealed patient had reported withdrawal symptoms to hcp. Physician has done a side port patency test on patient's catheter and found it to be ok. All refills have had reservoir residual volumes matching the computer expected residual volumes. Hcp feels symptoms are likely not due to malfunction of the pump. Hcp spoke with patient two days ago. Hcp is unsure why symptoms are occurring and may do additional studies but is not eager to proceed since pump is performimg as expected and the sideport test was ok.